Event description:
The customer returned the unit stating that the unit was alerting occlusion continuously on the floor. During in-house testing, it was found that the unit failed to alert occlusion.